Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
New information notes that based on review of (x-ray/flouro/ cine) provided, the conductors do not appear to be externalized.

Manufacturer narrative:
A partial lead was returned cut into four segments for analysis. The damage found was sustained during the surgical procedure. The segments of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted and replaced.

Event description:
It was reported that the patient presented in-clinic for a routine follow-up due to an eri ICD, the lead was diagnostically imaged prophylactically with a chest x-ray, externalized conductors were observed. The lead will either be explanted or capped.